Manufacturer narrative:
Investigation completed on a smiths medical fluid warming/level 1 hotline disposables received three pictures for evaluation. Visual inspection md01-003 rev. 102 section 3.0 followed and no defects were observed. Sample tested p/n di-60hl l/n 3952475 with functional testing and the complaint was not observed. The complaint was not confirmed or validated. Engineering testing revealed the complaint would be notified if the sample testing failed during operation. If samples fail, the leak tester must be evaluated by manufacturing/engineering who must be notified immediately. Record all the information on fm md04-387. No fault was found and complaint was not verified.

Event description:
Investigation completed and summary in h 10.

Manufacturer narrative:
Device evaluation in progress. Customer facility phone number: (B)(6).

Event description:
It was reported that the level 1 trauma fast flow disposable was leaking. This product problem was observed during a pre-test. No patient injury or complications were reported in relation to this event.